Event description:
It was reported that during a laparoscopic nephrectomy procedure the device was in use and during a bite of tissue the active blade broke and fell into the patient. The blade tip was removed through the trocar. They used another like device to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.